Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. (B)(6) year old female pt contacted zoll customer support to report that she was treated while away from home in a public location. The pt reported that she hadn't been taking her heart medications and believed she was treated because of it. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 184 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt went home after treatment and there is no indicated that the pt sought medical attention. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 04/2010; electrode belt sn (B)(4): 12/2011. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.